Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred within first day of insertion. The insertion site was buttocks. The infusion set was in use for few hours. The blood glucose level was high (specific value unknown) and the patient was treated with pump insulin and pen.the patient replaced infusion sets and resumed insulin successfully. No further information available.